Manufacturer narrative:
The events of capsular contracture and seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and seroma. In response to FDA report number: mw5098842.

Event description:
Patient reported left side "pain, fluid in capsule, appeared more flat, recalled implants" and "contracture," baker grade unknown. Patient additionally reported "autoimmune problems, extreme failure, and lost weight rapidly;" these events are not related to the device. Device status is unknown.